Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00836, 1627487-2022-00944. It was reported that the incision on patient¿s midline split opened and got infected. As such surgical intervention took place at an unknown date, wherein the entire system was explanted. Patient is in stable condition. No further information available.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00836, 1627487-2022-00944. It was reported that the incision on patient¿s midline split opened and got infected. As such surgical intervention took place at an unknown date, wherein the entire system was explanted. Patient is in stable condition. No further information available.